Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht70 ventilator generated a back-up battery failure alarm, which was recorded in the event log. Although the device continued to cycle, the pt was transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The eval and repair of this unit have not yet begun. Covidien reference # (B)(4).

Manufacturer narrative:
The covidien failure investigation engineer (fie) evaluated the returned battery pack. The measured voltage was 16.12 vdc. The individual battery cell voltages were measured as 4.03 vdc each four cells. The battery pack was installed into an ht70 plus test unit ventilator, which was powered without issues. The reported malfunction could not be duplicated. (B)(4).